Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was caught on the bed, causing the tubing to become disconnected from the cartridge. A new tubing was attached to the cartridge to address the event. Blood glucose was 228 mg/dl.